Event description:
The cysto-nephro videoscope was returned to the service center with a report of buckling at the boot and leak. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, found grip, up-down plate and universal cord were sticky. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunctions: component failure due to stress problem. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.